Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse correctly during patient infusion. The pump was scheduled to run a 1l bolus over an hour. When the infusion started, drops were noticed; however, half an hour before the infusion was expected to be finished, the device indicated 500 ml was administered and the intravenous (IV) bag was still full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.